Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 melted and bent tip during harvesting. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25134872,25134948,25135116 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. A microscopic inspection was conducted. The heater wire was attached to the hot jaw. Tissue was observed at the distal end of the jaw. Blood was observed on the handle of the harvesting handle and toggle switch. The silicon insulation was intact and no visual defects were observed on the cold jaw. The shaft was observed to be melted just above the point in which the shaft was observed to be bent proximal to the jaws. Based on the returned condition of the device the reported complaint was confirmed for the reported failure mode ¿melted jaw: shrink tubing peeled/detached/"sheath breakage¿ as well as confirmed for the analyzed failure "bent shaft" however the other reported failure mode "bent wire" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 melted and bent tip during harvesting. A replacement device was used to complete the procedure. The hospital did not report any patient effects.